Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. The insulin pump had cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they experienced keypad anomaly. The customer's blood glucose was 79 mg/dl at the time of incident. The customer stated that the buttons were not responsive while they fill the tubing. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.